Event description:
It was reported that the customer experienced issues with the touchscreen responsiveness of their pump, with the screen often taking longer than expected to respond or not responding correctly to input. There was no adverse impact on the customer's blood glucose level due to this issue. Initially, tandem technical support educated the customer on how the pump prioritizes tasks, offered best practice tips, and provided instructions for a pump reset. However, after the reset, touchscreen issues persisted, leading to a failed test. Customer continued to use the pump for insulin delivery.